Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effect could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The thrombus, myocardial infarction, angina, dyspnea, and occlusion, requiring medication, revascularization and re-hospitalization, and the device malfunction of wall apposition mentioned are filed under separate MFR numbers. Literature: bioresorbable coronary scaffold thrombosis multicenter comprehensive analysis of clinical presentation mechanisms and predictors. (B)(4).

Event description:
This is filed to report the deaths. It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: death, thrombus, myocardial infarction, angina, dyspnea, and occlusion, requiring medication, revascularization and re-hospitalization, and the device malfunction of wall apposition. Details are listed in the attached article, titled bioresorbable coronary scaffold thrombosis multicenter comprehensive analysis of clinical presentation mechanisms and predictors. Please see article for additional information.